Event description:
Patient was treated in a outpatient facility for a systemic pseudomonas infection following a prostate biopsy (dates not specified). The patient presented with a fever and was treated with intravenous antibiotics. The culture from the needle guide was positive for pseudomonas which reportedly matched the strain cultured from the patient. During the time of the event, the facility experienced a disruption in the tap water supply used to rinse the needle guide after it was disinfected with cidex opa.